Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2020 and (B)(6) 2020. The intraocular lens (iol) is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed.. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted from patient's left eye for unknown reason. Another lens of different model was used as replacement. There was no consequence to the patient. No further information is available.